Manufacturer narrative:
Age at time of event: mid 50's. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified posterior tibial artery (pta). A 2mm x 40mm x 144cm coyote es balloon catheter was used for pre-dilatation. The balloon was inflated below rated burst pressure and ruptured. The physician was able to retrieve the whole system out. The procedure was completed with a 2.0x100x150 coyote balloon catheter. No patient complications were reported and the patient's status was fine.